Event description:
It was reported that the wig-wag brake handle on the 7700 system was misaligned. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The wig-wag brake handle was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.